Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported, the patient received less medication than intended. The pump was programmed to deliver an unspecified concentration of docetaxel at a rate of 194ml/hr, with a volume to be infused (vtbi) of 583ml for a duration of 3 hours and the delivery was started. No further programming parameters were provided. It was reported that 3 hours later, the pump alarmed that the delivery was complete; however, the nurse noted approximately 100ml remaining int he solution container. The pump was reprogrammed to deliver the remaining solution and the therapy was completed. There were no reported adverse patient therapy was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.